Event description:
It was reported that pump touchscreen was cracked and shattered after customer played a sport, and screen underneath protector was damaged so display was illegible and touchscreen was unresponsive, preventing further use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty and shipping details, provided instructions for storage mode and return of damaged pump within 10 days, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor on replacement device.